Event description:
"Situation: fetal scalp electrodes are used during critical times when a fetal heart rate needs to be closely monitored. It is important to have available to the provider emergency equipment that is functioning. Background: recently the leg attachment pad portion of the fetal scalp electrode kit was changed. Since then, staff report that they cannot consistently attach the cable portion to the set to the attachment pad. It does not always snap into place. The adhesive also does not stick well. Assessment/recommendation: get the proper cable/electrode/leg attachment pad to use for fetal scalp electrode monitoring."